Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female who underwent an unspecified breast augmentation with an unknown mentor silicone prosthesis experienced right sided rupture post procedure. The MRI examination confirmed the rupture. As a result, patient scheduled for replacements with unknown implants on (B)(6) 2021.

Manufacturer narrative:
Additional information received indicated that the patient's implants did end up being mentor, however they were intact and the serial numbers were not legible so they were destroyed in the operating room. The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).